Event description:
It was reported that a half day infusor had a black floating particle in the device's balloon. The particulate matter was identified during storage, after the device had been compounded with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured september 24, 2014 and september 26, 2014. Evaluation summary: visual inspection noted a black particle floating in the fluid of the reservoir. Fourier transform infrared spectroscopy spectrophotometer scanning was performed, however the particle was insufficient to produce visible signals on the spectra. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.